Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a robotic sacrocolpopexy for pelvic organ prolapse in 2010 and mesh was used. The patient presented to the physician&apos;s office with findings of mesh erosion and extrusion in the upper vagina. The patient experienced pain, dyspareunia, and vaginal discharge. An outpatient transvaginal excision of extruded mesh and a cystoscopy are planned. Additional information has been requested.